Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 453 mg/dl. Customer also had blood glucose level of 431 mg/dl. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose and under / over delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Sensor will be returned for analysis.